Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex urinary diversion ureteral stent, the guidewire could not be inserted into the stent due to a 3 centimeter flattening of the device near the hub. The physician cut and removed the flattened portion of the device, and the procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
The reported event of stent tip collapsed. The complainant reported that the device was not used past the expiration date. (B)(6).